Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was taken to the operating room (or) on (B)(6) 2017 for exploration. During the procedure, thrombus was observed outside the outflow graft under the bend relief and the clot was removed. The patient¿s lactate dehydrogenase (ldh) on (B)(6) 2017 was 373 u/l (reference range 110-260 u/l) and on (B)(6) 2017 it had increased to 974 u/l. A ramp echocardiogram performed on an unspecified date showed that the aortic valve was opening intermittently. On (B)(6) 2018, the manufacturer¿s technical services reviewed the provided log file and did not observe parameters consistent with device thrombosis. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion was returned measuring approximately 29 inches. The sealed inflow conduit and the sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus adhered to the outlet bearing cup. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. The tissue showed evidence of denaturation, suggesting it was present during device operation. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase ldh. Additionally, the thrombus appeared to have obstructed the flow of blood and could have contributed to the low flow alarms captured in the log file. The reported clot beneath the outflow bend relief could not be confirmed through this evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump exchange was performed off cardiopulmonary bypass without incident no clot noted in the inflow conduit or the outflow graft. An intra-aortic balloon pump (iabp) was not placed.